Event description:
Customer called to report a fluid leak of approximately 15 milliliters from the right side of the flowcell area on the coulter lh780 hematology analyzer. Additionally, the differential (diff) was displaying vote outs (non-numerical results). The field service engineer (fse) inspected the instrument and found that the fluid leak was at diff mixing chamber from the sample line tubing of the diff chamber to the t-fitter. The fse replaced the tubing, which resolved the issue. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. The root cause for the leak was the sample line tubing from diff chamber. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results.

Manufacturer narrative:
(B)(6).